Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sapien 3 valve was returned to edwards lifesciences for evaluation. The valve was returned without a holder or ID tag attached. Visual inspection revealed a ragged edge observed on cp3. Further evaluation was performed and revealed the leaflet damage (cut) was observed on the same cusp location. Based on the evaluation, the cut was most likely made by scissors as the cut was very lean and no tear was observed. The complaint was confirmed. Photos of the valve that were provided by the site were reviewed. The imagery review revealed no holder or ID tag were attached. One leaflet appeared to be damaged on the outflow edges. Lot history review did not reveal any other similar complaints related to leaflet damage for the sub-assembly and packaging assembly. Complaint history review from february 2018 through january 2019 for sapien 3 valves (all model sand sizes) revealed no other similar complaints for leaflet - damaged. A review of complaint history revealed that the occurrence rate did not exceed the january 2019 control limits for the appropriate trend category. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. The edwards inspection procedure was reviewed. Any cut/torn tissue is rejected before holder inspection. The tissue, cloth and shape if the inflow / outflow of the valve is inspected. Any non-conformances are rejected by the quality inspector. There are two 100% inspections in place at the final assembly/packaging process to inspect for cut or torn tissue. In this case, it was indicated in the event description that the damaged / cut leaflet was identified during the initial rinse of the valve. However, in the images provided by the site, the valve does not have the holder or the ID tag attached. Per IFU preparation instructions, both the ID tag and holder are removed by cutting the green monofilament using sterile scissors after the rinsing step. The IFU also instructs the user to inspect the valve for any signs of damage while removing it from the jar. It is possible that the leaflet was accidentally cut during the ID and/or holder removal process. Additionally, based on the appearance of the cut leaflet, it was most likely caused by scissors which is a common tool used in both manufacturing at edwards and during the valve preparation at the hospital. However, any tissue cut or damage like this would not pass flowco functional testing at edwards, and very unlikely to pass 100% inspection twice. There is insufficient evidence within this specific report to confirm a manufacturing defect or to determine a definite root cause at this time. No manufacturing non-conformances were identified in the manufacturing process at edwards based on the investigation and a definitive root cause were unable to be determined at this time. Since no labeling/IFU deficiencies were identified, and review of complaint history revealed that the occurrence rate did not exceed the january 2019 control limits for applicable trend category, no corrective or preventative action is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during preparation / rinsing of a 20mm sapien 3 valve, the edge of a leaflet was found damaged while removing the valve from the jar. The valve was not used for the procedure. A new sapien 3 valve was successfully prepared and used for the procedure. No consequences to the patient were reported. The valve is expected to be returned for evaluation.